Event description:
It was reported after a dislodgement of an octad electrode, the physician decided to reopen the patient. However, in the operation theatre, he discovered the titan anchor was separated in two (the metallic part was extruded from the silicon part). The lead was repositioned and the titan anchor was replaced after 5 months of service life. Both pieces were discarded. The patient was reportedly ok.